Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis found that one pce60a device was returned with no apparent damage and with two ecr60b cartridge reloads present. The reload (b) was received fully fired. The cartridge reload (c) was received with the pan dislodged and partially fired 1/4 with damage on cartridge deck. In addition, the one piece sled was noted to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No functional test could be performed due to the condition of the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. The damage to the cartridge and sled is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Reload b: ecr60b, r5963m, fully fired. Reload c: ecr60b, r59v49, partially fired 1/2 with the cartridge deck damaged, with the pan dislodge and the one piece sled damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch r59d8m. Investigation summary: the analysis found that one pce60a device was returned with no apparent damage and with two ecr60b cartridge reloads present. The reload (b) was received fully fired. The cartridge reload (c) was received with the pan dislodged and partially fired 1/4 with damage on cartridge deck. In addition the one piece sled was noted to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. The partially fired is consistent with an incomplete or interrupted cycle. The found damage on the deck and sled is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. Reload b: ecr60b, r5963m, fully fired. Reload c: ecr60b, r59v49, partially fired 1/2 with the cartridge deck damaged, with the pan dislodged and the one piece sled damaged. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the endoscopic lobectomy surgery, could not fire when severing tissue on the firing. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.